Event description:
During t2 ph surgery, the surgeon assembled the nail to target device and inserted the nail to the patient bone. Afterwards, drilling for the distal screw hole of the nail was done. The locking screw was inserted. When the surgeon confirmed by x-ray, the screw missed the hole. Therefore, the screw was removed and reinserted by freehand technique. The surgery was completed.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.